Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were unknown. The reason for use was not reported. It was reported that the patient was having a back surgery on (B)(6) 2019 and the doctor accidentally severed the catheter for his pump. It was an easy fix to add a collette. No patient injury occurred. There were no diagnostics/troubleshooting performed. Interventions/actions that were taken to resolve the issue included adding a collette. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.